Event description:
It was reported by the customer that one of the three jaws came off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.